Event description:
It was reported by a consumer that she experienced burning in her left eye when she inserted the contact lens. The lens has soaked in lens care product for 10 hours. She was unable to open her eyers, experienced pain, and went to the emergency room where she was assessed to have a second degree corneal burn as well as complete loss of vision in her left eye. She was prescribed anti-inflammatory, antibacterial drops and got a patch over her eye. She consulted an ophthalmologist everyday or almost every two days for an unknown length of time. She was unable to drive, missed work and was restricted in her lifestyle. Her left eye at the time of report has healed completed but she lost ".5 visions" that cannot be corrected by lenses and has a black dot on her eye. She now has difficulties wearing contact lenses and suffered from infections that she did not have before. Additionally she reported that the lens care product was brand new, not expired and even after lenses neutralized in lens care for 10 hours, that the neutralization process was not completed.

Manufacturer narrative:
The product was not returned for evaluation. The lot number is unknown. Therefore, a manufacturing review cannot be performed. (B)(4).